Event description:
Customer stated that unit had failed on a pt with no injury. Customer also said that the problem was duplicated a couple of times. While the unit was turned to control mode it booted up then went inop with a flashing code 30.